Event description:
The facility's biomed reported an infusion pump with a failure code 810:04. This report was noted during biomedical testing. The biomed stated that they have no record of any pt incident involving the pump since the last baxter service event. Baxter requested additional contact info, but no additional contact was identified.